Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were steady, while they were being treated at the hospital via insulin drip, however bg levels would elevate back up to the 400s mg/dl upon resuming pump therapy. The customer stated that the cartridge, tubing, and site had all been changed out since arriving to the hospital. Elevated bgs were addressed by placing the customer back on insulin drip. System check was performed, however no issues were found, except the possibility of a loose luer (customer was not certain). The customer was advised about factors that could cause elevated bgs. Recommendation was made that the customer consult with a healthcare provider regarding what may be affecting bgs.